Event description:
Device malfunction: suture breakage. Time of malfunction: during vessel closure. Symptoms/ae: additional sutures used. The following events were noted through a periodic article review. It was reported that after abdominal aortic aneurysm (aaa) repair, arteriotomy closures of the common femoral arteries were performed using double percloseproglide devices deployed at 90 degrees to each other. Suture breakage occurred in 2 cases (22 fr and 16 fr sheaths sites) requiring small incisions for additional suture placements to achieve hemostasis. No additional information was available.

Manufacturer narrative:
This report involves a case report noted in an article. No device was available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: hasan h. Dosuoglu, md, et al; "total percutaneous endovascular repair of abdominal aortic aneurysms using perclose proglide closure devices" (j endovasc ther 2007; 14:184-188).